Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous mr 2.75 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from proximal to mid-section of the stent pushed distally and bunched around the mid-section of the stent. At the distal section of stent, stent struts were still in crimped position, except the first distal row where the stent struts were pulled distally. The undamaged section crimped stent maximum outer diameter (od) was measured and is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft found that the shaft polymer extrusion appeared cut at 1320 mm distal from the distal end of the strain relief. The type of damage noted most likely occurred due to handling post procedure. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
Reportable based on additional information received on 10-jul-2018. It was reported that shaft polymer extrusion break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.75 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the shaft polymer extrusion was cut outside the patient.